Event description:
A psc054 was advanced to the proximal portion of an ica occlusion. A pss054 was advanced but was unable to track through the catheter and was damaged. This then happened to a second separator. A third separator was introduced and advanced smoothly and navigated into position.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.